Manufacturer narrative:
(B)(4).

Event description:
The patient reported that therapy was turning off by itself. She was not able to increase stimulation. She kept seeing the screen saying to turn the implantable neurostimulator (ins) on. She was assisted in turning stimulation on and confirmed feeling stimulation. Her symptoms had returned in (B)(6) and she used her patient programmer (pp) and the ins was turned off. The patient was asked if she presses the middle button on the left side, to which she first responded I think so. The then said her blue buttons were taped up. It was then stated it was turning off without her touching any buttons. It was noted that she carried her pp in her purse. It was reviewed that the pp could only make changes if it was connected to the ins. It was intermittent; not very often. This was noted to be sudden. She experienced urinary symptoms. The patient was redirected to her healthcare provider (hcp). Relevant medical hist ory included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event, if a cause had been determined, and if the issue was resolved.

Event description:
Additional information from the consumer reported that the technician had her turn the device back on and it was working good so far.